Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This lead was thoroughly inspected and analyzed upon receipt. Visual examination confirmed the entire lead was returned and setscrew marks were in the expected locations on the terminal pin, indicating good contact with the associated device. The helix was noted to be corroded. This damage is consistent with energy remaining on the lead after pacing from the implantable device. In addition, an x-ray of this lead found a separation of the conductor in the helix coupler region that also appears consistent with corrosion caused by energy remaining after device pacing. Of note, the associated device was also returned and analyzed and a high current due to an anomaly in an oxide layer within a custom integrated circuit component was identified. This anomaly affects the output pulse in a way that can cause erratic lead impedance measurements and energy remaining on the connected lead.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited variable pace impedance measurements and elevated thresholds. In addition, he battery of this pacemaker was suspected to be depleting prematurely, as a longevity estimate showed approximately 11 months of battery remaining one month after implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and was consistent with an internal circuit anomaly. This pacemaker was explanted and replaced. During the procedure, the rv lead exhibited non-capture at 5v through the pacing system analyzer (psa) and the helix would not retract. The rv lead was also explanted and replaced during this procedure. No additional adverse patient effects were reported. The pacemaker and rv lead were returned for analysis.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited variable pace impedance measurements and elevated thresholds. In addition, he battery of this pacemaker was suspected to be depleting prematurely, as a longevity estimate showed approximately 11 months of battery remaining one month after implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and and was consistent with an internal circuit anomaly. This pacemaker was explanted and replaced. During the procedure, the rv lead exhibited non-capture at 5v through the pacing system analyzer (psa) and the helix would not retract. The rv lead was also explanted and replaced during this procedure. No additional adverse patient effects were reported. The pacemaker and rv lead were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.